Manufacturer narrative:
The customer returned the suspected meter and test strips for evaluation. Upon investigation, it was determined that the returned test strips were contour, which are incompatible with contour next one meter. When attempted to use contour test strips with contour next one meter, e4 and e8 error results were obtained, which were indicative of wrong strip inserted and strip or test errors respectively. The meter did show 8 historical results from the time frame of (B)(6) 2019 to (B)(6) 2019, which must have been run using the proper test strip type and any testing attempted with the contour test strips would not have provided numerical results nor stored in meter's memory. No laboratory testing was performed for this event as the issue was related to customer education.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.